Event description:
A customer observed a false positive ahbc result on a pt sample. The result was released to the physician. A false positive result may lead to inappropriate physician action. There was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the positive vitros anti-hbc result was repeatable on the customer's vitros eci and an alternate site's eci; however, discordant with the pt's historical ahbc results and with an alternate manufacturer's result. No issue with instrument performance is suspected. The root cause of the event is unknown.